Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter lubricant was blocking the middle of the tubing and preventing urine from draining, or because the tube tips were bent. Lot: ngkp3890 (x2), ngks4681 (x2), ngkv3011 (x2), ngkw3221 (x2), ngkx2758 (x2).